Event description:
Pt had a heart attack and called 911. Upon arrival at the hosp, and after a catherization, a stent was inserted to open their artery pt then developed a blot clot in their death. Reporter just read about problems with the new stents and wanted to know if this could have been a direct cause of their death.